Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna 1.25mm. Guide wire: runthrough. Inflation: everest. Guide cath: launcher. Other: ablation device (1.25, 1.50). The stent delivery system (sds) was not returned for analysis which may have assisted in the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty to deploy. Additionally, it was reported that the lesion was heavily calcified, post dilatation of the stent was not performed and the improper stent apposition could not be confirmed through intravascular ultrasound (ivus). Furthermore, it should be noted that the promus instructions for use (IFU) states that this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm. It does not appear that the IFU violation of treatment of a 45mm lesion contributed to the difficulty to deploy, interaction with the devices or the surgical procedure. During the procedure a severe lesion was noted in the distal segment and a non-abbott ablation device was advanced for treatment. The ablation device was stuck and could not be released. The ablation device was reportedly surgically removed, the promus stent may have been explanted; however, could not be confirmed. In this case, it appears that advancing the ablation device to the distal segment interacted with the previously implanted stent and subsequently led to the need for surgical procedure to remove the ablation device. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Although a conclusive cause could not be determined for the reported difficulty to deploy (poor stent apposition) there does not appear to be any indications of a product quality deficiency. The interaction between the device (promus stent and ablation device) and the surgical procedure appear to be related to the operational context of the procedure. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not reported and the product was not returned for analysis. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
The procedure date was reported as (B)(6) 2001. The correct procedure date is (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2001, during the procedure in the heavily calcified mid-distal right coronary artery (rca), after pre-dilatation, a 2.5x28 promus stent was implanted for treatment of a 45mm lesion. An unsuccessful attempt was made to advance an intravascular ultrasound (ivus) due to calcification. Improper stent apposition was possible, but not confirmed. During this procedure an additional severe lesion was noted in the distal segment of the vessel. On (B)(6) 2011, during the procedure for treatment of the lesion in the rca, ablation was performed using a 1.25mm non-abbott ablation device. The physician changed the 1.25mm device to a 1.50mm non-abbott ablation device. The burr became stuck during the first ablation and the device stalled. A guide wire and dilatation catheter was advanced; however, the dilatation catheter could not reach the ablation device, but was able to reach the mid rca. Dilatation was performed at the mid rca, but the ablation device could not be released. The ablation device was surgically removed. Reportedly, the promus stent may have been explanted, but could not be confirmed. Coronary artery bypass surgery was performed. The patient's condition is reported as stable. The physician stated that the ablation device either stalled on calcification or the promus stent. Though requested, no additional information has been provided.